Event description:
It was reported that during the procedure for treatment of a perforation caused by an unspecified 2.0 balloon in the mid left anterior descending artery, two jostent graftmaster stents (3.0x12 and 3.5x16) were deployed. The perforation was not sealed because the stents were not long enough to cover the perforation (external dimensions were less than 1.5mm in diameter). Multiple coils were placed proximal to the lesion and surgical intervention was required. Patient is reported as doing fine. Reportedly, the handling of the device was poor to moderate, difficult to deliver, and the device is too big.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The 3.0x12 graftemaster referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.